Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on september 15, 2018 for a high blood glucose of 421 mg/dl. The customer was treated with sliding scale injections and a regular IV. Prior to the hospitalization, the customer reported experiencing inaccurate sensor glucose readings despite a blood glucose exceeding 450 mg/dl. The sensors were approximately 100 points off from the fingerstick glucose meter. Troubleshooting for the sensor issues was completed but was inconclusive. Additionally, the customer noticed a red bar going across the lcd display screen during the call. The customer was able to read the display; however, insulin pump will be returned for analysis. The sensor will not be returned for analysis.